Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous superficial femoral artery (sfa) that was 100% stenosed. The ht command 18 guide wire was used in the anatomy and removed. Once removed the tip had an acute bend and separated outside of the anatomy about to re-insert in the anatomy. A non-abbott .035 guide wire was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The distal tip and coils were not returned. The material separation and deformation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Based on reported information it is possible the wire became kinked due to interaction with anatomy or was damaged outside due to handling. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.